Manufacturer narrative:
Device disposition presently unknown.

Event description:
The manufacturer was notified that on (B)(6) 2019 a patient was intended to receive a perceval pvs23 sutureless aortic heart valve implant. The device was explanted the same day as the procedure. There was no indication of root cause, patient outcome, impact or device functionality. No further information received.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer made several attempts to follow-up for further information but at this time no further information or device availability was received. The review of the device history records showed the device met all required standards and requirements at the time of manufacturer and release. However, because no further investigations can be performed and based on the limited information available the root cause cannot be established at this time. If further information is received the investigation will be reassessed at that time.